Event description:
The user reported hit her head very hard while making the bed. There was bruising and swelling around the implant site. The audio processor was knocked off in the process. After the trauma the user no longer had any hearing perception. The user was re-implanted on (B)(6) 2020.